Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, that the haptic was amputated after loading and it was explanted. It was also stated that there was no patient harm. Additional information received and stated that in surgeon's opinion loading error was the cause of the event. It was also stated that the lens was inserted and removed.